Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing confirmed that the downstream occlusion (dso) sensor seemed to be malfunctioning and would cause the error of cassette not attached properly. Probable cause was dso sensor failure due to contamination. The dso sensor and seal were replaced. Software was updated and device passed functional testing.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.